Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on september 15, 2018 for a high blood glucose of 421 mg/dl. The customer was treated with sliding scale injections and a regular IV. Prior to the hospitalization, the customer reported experiencing inaccurate sensor glucose readings despite a blood glucose exceeding 450 mg/dl. The sensors were approximately 100 points off from the fingerstick glucose meter. Troubleshooting for the sensor issues was completed but was inconclusive. Additionally, the customer noticed a red bar going across the lcd display screen during the call. The customer was able to read the display; however, insulin pump will be returned for analysis. The sensor will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No missing segments, partial display or red bar across the screen noted. Insulin pump received with minor scratched lcd window. The correct information has been included with this report. (B)(4).